Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a revision procedure occurred as the right ventricular (rv) lead was suspected to have perforated the patient's heart. There was a small pericardial effusion noted and the patient complained during pacing. After the rv lead was repositioned, the right atrial (ra) lead could not be secured back to the device as there was no capture of the setscrew with the wrench. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.